Event description:
Patient brought to operating room and placed on the operating table. Time out done and general anesthesia given. Excerpts from surgeon's notes: during creation of the gastrojejunal anastomosis after firing of the 60mm linear stapler while the sled was retracting, it had hooked a portion of the serosa and mucosa of the roux limb which then tore the bowel creating a very large defect relative to the size of the opening on the gastric pouch side. Given that there was adequate tissue left on the gastric pouch side, I elected to redo the entirety of the anastomosis by resecting the staple line, turning a 6cm pouch gastric pouch into a 4cm gastric pouch and resulting in a well-formed gastrojejunal anastomosis. Circulating rn report: tissue got stuck on the joint of the staple load and tore the tissue. It caused a tear in the bowel that required a new anastomosis. No patient harm. Manufacturer response for staple, implantable, endo gia (per site reporter). Medical field representative informed by operating room supervisor.